Event description:
It was reported that the clinical subject suffered from failure to progress with flexion. The event was treated via manipulation under anesthesia and was resolved.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this clinical study adverse event form reports a manipulation under anesthesia due to right knee stiffness. The requested x-rays and surgical reports have not been provided to date. Therefore, based on limited information, no further assessment can be performed at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated at that time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.